Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the physician intended to use a palmaz genesis balloon mounted stent. However, when the product was inspected on the back table the physician said it appeared that the balloon and stent were not completely crimped together. The balloon was not introduced into the patient; therefore, there was no harm to the patient. The product was returned for inspection. One non sterile catheter long gen / pro 29.0mm x 8.0mm 135.0cm was received coiled inside a plastic bag. There were blood residues observed in the returned device. The balloon was inflated partly. The stent was found mounted and dislodged in the balloon. However stent marks were observed in the balloon and were noted between the marker bands. No other anomaly was observed in the returned device. The stent was found loose in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent loose crimp and stent offset/out of position-during prep were confirmed. However, the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the physician intended to use a 135 cm. Long palmaz genesis 39 x 80 opta pro balloon mounted stent. However, when the product was inspected on the back table the physician said it appeared that the balloon and stent were not completely crimped together. The balloon was not introduced into the patient; therefore there was no harm to the patient. The staff proceeded to open a second genesis on opta pro which when inspected on the back table appeared normal and was used in the patient without any problems. Addendum: the preliminary inspection of the returned product indicated that the stent was shifted distally on the balloon catheter (bc).